Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Device was being used to insert into proximal tibia during cardiac arrest. User stated that the device inserted but the stylet and catheter plastic was fused together and was unable to be removed. ER physician was also not able to remove the stylet and was finally able to remove the device. A successful 25 mm needle was able to be placed in the proximal tibia.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the aforementioned lot (potential lot identified through sales history) meets the viant quality system requirements and specifications. This product has been manufactured and controlled by viant in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 12/2019 and is approximately 1.5 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Device was being used to insert into proximal tibia during cardiac arrest. User stated that the device inserted but the stylet and catheter plastic was fused together and was unable to be removed. ER physician was also not able to remove the stylet and was finally able to remove the device. A successful 25 mm needle was able to be placed in the proximal tibia.